Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high threshold and was subsequently implanted with stable thresholds. Approximately seven days later the rv lead exhibited high thresholds, and pacing failure in unipolar mode. No perforation was detected. The rv lead remained in use, and the patient was to be monitored. Approximately five days later during follow up visit it was noted that the rv lead threshold was high in unipolar and bipolar mode and had increased. In unipolar mode the rv lead encountered pacing failure. The patient complained of discomfort nearby the heart, and pocket twitching was noted. A computed tomography (CT) scan revealed an rv lead cardiac perforation. The patient was transferred to another facility and the rv lead was explanted and replaced. During the rv lead revision procedure the atrial lead exhibited high thresholds, and had to be re-positioned several times to successfully implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).